Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processing computer power supply was replaced. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system shut down. No pt injury was reported.